Event description:
It was reported the patient's blood glucose rose to 18 mmol/l (324 mg/dl). The pod alarmed while worn on the arm for between 5 and 24 hours. As treatment, a new pod was applied.

Manufacturer narrative:
A tear on the internal portion of the cannula diverted fluid from the fluid path, causing corrosion on internal components, insufficient battery voltages, and preventing recovery of the device data. Without the data, it could not be determined if the device generated an alarm or if the damaged cannula contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.